Event description:
It was reported that temporary pacing catheter was placed via left ij in 2005. The next day, user noticed patient "was not paced correctly and advised pacing wires be pulled". Pacing wire was removed from 6 fr sheath along w/cathgard & tuphy borst cap. User attempted to use obturator cap & found it was not a secure fit. As a result, cap was taped into place. 2 1/2hours later, patient became "sob and de-satted to 80%". Sheath was removed & patient administered 100% 02 & placed supine. Patient recovered several hrs later.